Event description:
I twas reported that the device alarmed during use and that ventilation was stopped. As per report, the users bridged patient support in manual ventilation until a replacement device was made available. No pateint consequences were resulting from the event.

Manufacturer narrative:
The hospital did not involve the local draeger s&s organization into inspection of the device. Draeger contacted the user facility to obtain further information whereupon it was responded that no additional details can be provided. The evaluation by the manufacturer is thus limited to analysis of the initial written description; no case-specific evaluation is possible. There was no s/n information transmitted, age of the device and status of repairs and preventive maintenance is thus unknown to dräger. Since the exact type of alarms the device had reportedly posted is unknown, the triggering condition cannot be determined. The event is however not necessarily related to device malfunction - based on experience, users often perceive the effects of a large external leakage as a ventilator failure. Also a relation to patient condition, use error (unfavorable settings) or infrastructure issues (gas supply lost) must be taken into consideration as the root cause for the reported observation; a differentiation is not possible due to lack of information. It can be concluded that the issue in general does not incorporate a previously unidentified or falsely assessed risk since the device has detected the deviation and posted alarms. All types of alarms, potential root causes and dedicated remedies are listed in the IFU. H3 other text : device not available for evaluation.